Manufacturer narrative:
The product was not returned. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided the patient originally had a company lens was exchanged for a other model company lens. The patient continues to have glare and issues with night driving. Patient declined to provide the lens information. Additional information was provided that the consumer has spoken with surgeon and has another appointment. File will be reopened when new information is received. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced glare, starburst . The patient was unable to drive at night. There are four medical device reports associated with this patient. This report is associated with the right eye (file 3 of 4).